Manufacturer narrative:
Device passed displacement, and active current measurement tests; it failed sleep current measurement, and self tests. Self test returned an unexpected pump error 75. After further review of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, and on both the keypad and force sensor cables. Device was received with a crack on the battery tube which extends to the top where the battery threads are located.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was exposed to moisture. Customer reports they were able to clear the alarm. Customer was able to rewind the pump. Customer did self test and insulin pump had pump error alarm. The insulin pump will be returned for analysis.